Manufacturer narrative:
The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:"textured implants", "right breast pain", "right breast tenderness", "right breast swelling/inflammation", "right breast disfigurement and permanent scarring"

Event description:
Patient reported for right side serious injuries sustained with use of textured implants. Patient representative reported "right breast pain", "right breast tenderness", "right breast swelling/inflammation", "right breast disfigurement and permanent scarring"; and the following events not related to the device - "chronic chest pain", "psychological impairments including depression, and post-traumatic stress disorder", "insomnia", "sleep disturbances", "fatigue", "pain and limitations". The device has been explanted.